Event description:
A hospital in (B)(6) reported via a distributor that water leaked from between the bag spike and water feed tube of an mr290 autofeed humidification chamber. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint chamber and associated feedset tubing were visually inspected for damage. Results: a small split was found in the feedset tubing where it attaches to the spike. The surface of the split is was rough. A lot check revealed no other complaints of this nature for lot number 100127. Conclusion: the surface of the split tubing was rough, not smooth. This suggests that the tubing had been pulled away from the dome, possibly due to the feedset being stretched during the winding process. All chambers are pressure tested before they leave the production line and any holes or leaks in the feedset are identified during this process. Our user instructions which accompany the mr290 state the following: "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." Our monitoring and trending of mr290 feedset tubing leaks has a rate of occurrence of (B)(4).

Event description:
A hospital in (B)(6) reported via a distributor that water leaked from between the bag spike and water feed tube of an mr290 autofeed humidification chamber. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint chamber is currently en route to fisher & paykel healthcare for evaluation. We will provide a follow-up report upon receipt of the device and completion of our investigation.